Event description:
It was reported that an ilet user experienced a nonresponsive sleep/wake button that failed to wake the device despite repeated attempts, along with recurrent dexcom g7 signal loss events, and the device was replaced. Symptoms included no reported injury or clinical effects. Outcomes included temporary interruption to automated insulin therapy and reliance on cgm via the dexcom app or receiver. Investigation included review of device use history and troubleshooting with the user, verification of cleanliness and absence of physical damage, and arrangement for device replacement with instructions to power down and sync data prior to return. Investigation of this case revealed a suspected device hardware or user interface malfunction involving the sleep/wake button, while the cgm signal loss could not be attributed to a specific responsible device. It was concluded, based on previously established findings for similar reports, that the cause was likely device component failure of the button interface with contributory unknowns for cgm connectivity. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.